Event description:
The implantable neurostimulator (ins) was explanted due to infection at the ins location; the lead and extension remained implanted. Re-implantation was being considered. Additional info has been requested a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).